Event description:
It was reported that during a ptca/stent procedure, after the stent was deployed, angiography showed that post-dilatation was required. The stent delivery system (sds) was replaced in the stent and inflated to 12 atmospheres for approximately 10 seconds, when it was noticed that the sds was holding pressure and contrast staining appeared in the stent site area. The balloon was deflated and removed. During inspection of the device outside the anatomy, the balloon was pressurized revealing a pinhole in the balloon. Contrast staining remained at the area of the stent. A balloon catheter was used to treat the dissection with two 5-minute, nominal 1 pressure inflations with satisfactory results.